Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored atrial tachy response (atr), signal artifact monitor (sam), and pacemaker mediated tachycardia (pmt) episodes that the health care professional (hcp) requested for review by technical services (ts). It was noted that the patient had an ablation procedure that correlated with the stored episodes. It was also noted that the right ventricular lead intrinsic amplitude was low out of range. During the pmt episode which had occurred prior to the procedure, the rhythm appeared to be pacemaker driven and ended with the pmt algorithm appropriately. The minute ventilation (mv) sensor became disabled after the sam episode. No additional adverse patient effects were reported. Currently, this crt-d remains in service.